Event description:
The customer received a blood glucose reading of 89 mg/dl using his contour meter and a reading of 29 mg/dl using his contour usb meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.